Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: received for analysis was a device consistent with the reported complaint of a taxus liberte 2.75/32mm, the proximal end including the manifold hub was not returned therefore it was not possible to identify the batch/serial number of this device however the stent size is consistent with a taxus liberte 32mm. A visual and tactile examination found a break in the hypotube 1442mm from the end of the tip. A visual examination of the crimped stent found the center of the stent was kinked and struts distorted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-aug-2016. It was reported that crossing difficulties were encountered. The more than 95% stenosed target lesion was located in the calcified left circumflex (lcx) artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a non-bsc balloon catheter, a 32 x 2.75mm taxus¿ liberté¿ drug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated again at high pressure and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed hypotube break and stent damage.